Manufacturer narrative:
Investigation results: the complaint of a leak could not be confirmed from the photograph or four representative 18g nexiva devices that were received in sealed unit packages. Two of the physical samples were from lot 4059675 and two units were from lot 4059676. A functional test could not replicate the reported issue. Although the photos, representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. An additional lot number was provided in this complaint for material number 383539. Lot # 4059675 mnf date 2024-02-28 exp date 2027-02-28.

Event description:
It was reported that bd nexiva leaked at the septum. The following information was provided by the initial reporter: as per account, it was brought to my attention by a nurse in our surgical daycare department that they had an issue the nexiva needle leaking. They said fluid was going through the clear tube and also coming out of the spot where the needle is removed after being inserted. Date of event: tuesday september 17, 2024. Any adverse event or serious injury reported to patient or healthcare professional? No. Please confirm whether there was any patient impact. No.